Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown, and to correct the condition the air in line printed circuit board was recalibrated and verified. If any additional information is received, a follow up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11 on channel a, which interrupted delivery. This occurred after the device was received by baxter while servicing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.